Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that a martel printer case melted. The plug was removed from the wall and no one touched the printer until it had cooled. Based on the information available at the time, there was no injury associated with the event.